Manufacturer narrative:
The referenced of the patient's bleeding event was reported under MFR# 2916596-2020-05813. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient presented to the hospital with a large vessel cerebrovascular accident (cva). When the patient was put on the cable, the vad shut off. The patient was also being turned at the time. Log file submitted showed on (B)(6) 2020, 5 pump stops, and 8 low speed hazards occurred. Speed drops were as low as 0 rpm. This type of behavior has been linked to potential issues with the percutaneous lead and only appear to be occurring while the vad is connected to the power module. The submitted x-rays were unremarkable. The patient chose to stay on the ungrounded cable. Additional information reported that the possible cause of the events was likely due to short to shield. Pump stoppage on grounded line and treated with ungrounded cable and remaining on batteries without event. The patient¿s reported cerebrovascular accident (cva) appeared lvad in origin. The patient¿s international normalized ratio (inr) was sub therapeutic following a recent gastrointestinal bleeding (gi) admission and poor patient follow up. The patient was discharged from hospital on (B)(6) 2020 to acute rehab with heparin-warfarin bridging. No additional information was provided.

Manufacturer narrative:
Manufactures investigation conclusion: a direct correlation between the device and the reported stroke could not be conclusively established though this evaluation. The patient remains ongoing on heartmate ii lvas. No product is available for investigation. The reported pump-stop and low speed events were confirmed in the evaluation of the submitted log file. The events captured in the log file could have been potentially consistent with a compromised wire in the patient's driveline; however, a specific cause for the events cannot be conclusively determined. The submitted log file contained data from 09oct2020 09:15:25 through 19oct2020 22:00:40. The file captured the pump operating at a fixed speed of 8800 rpm with a low speed limit of 8400 rpm. 5 pump-stop and 8 low speed events were captured on (B)(6) 2020. Prior to and after these events, the pump appeared to function as intended and no other unusual alarms or events were captured. The events appeared to occur while the patient was connected to the power module. Based on complaint history and previously reported events, the low speed and pump-stop events captured in the log file appear to be consistent with a damaged wire in the patient¿s driveline; however, a specific cause for the events cannot be conclusively determined as no product was returned for evaluation. The account communicated that the patient presented to the hospital with a large vessel cerebrovascular accident (cva) and their vad shutoff when they were put on the hospital cable. The patient was being turned at that time. The account reported an additional pump-stop several weeks before on (B)(6) 2020. The patient was on a grounded cable from (B)(6) 2020. X-rays of the internal and external portions of the patient¿s driveline were submitted which were unremarkable. The account reported that the cause of the pump-stop events was unknown, and the cva appeared to be lvad related. The patient¿s inr was sub therapeutic following a recent gastrointestinal bleed (gib) admission and poor patient follow up. The patient was treated with an ungrounded cable and remains on battery power with no further events. They were discharged from the hospital on (B)(6) 2020 to acute rehab with heparin-warfarin bridging. Heartmate ii lvas IFU document lists stroke as an adverse event that may be associated with the use of heartmate ii left ventricular assist system. The patient care and management section of the IFU provides information on anticoagulation, including recommended inr values. The heartmate (hm) ii instructions for use (IFU) and patient handbook provide information on caring for the driveline and identifying potential driveline issues; however, all heartmate ii left ventricular assist device (lvad) drivelines have the potential for wire/shield breakdown to occur dependent upon length of use and patient handling. These documents also contain information regarding all system alarms and the actions associated to resolve the alarms. No further information was provided. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The pump shipped on 28jun2019. The manufacturer is closing the file on this event.